Event description:
Continuous feeding was found infusing in the balloon port approx twelve hrs after the original feeding was begun. The tube was removed from this port and inserted into the feeding port. Feeding discontinued. Subsequent testing showed that the balloon had ruptured and some feeding had leaked outside the stomach.